Manufacturer narrative:
(B)(4). Upon carefusion's investigation- a follow up emdr will be submitted.

Event description:
Customer stated fluid was leaking from patient--as well as air.  The tegaderm was inflated with both air and fluid when the np went to change the dressing.  When draining a whistle of air was noticable and a definate leak was identified. Sample is available, sales rep is sending sample to (B)(6) in biohazard bag to (B)(6) attn. Lot # unknown. No patient injury reported. Additional information: implant date (B)(6) 2015, indwelling catheter securely attached to patient, no obvious damage to tubing, (B)(6) reported airleak from distal end of catheter/distal valve. Patient required to have the procedure repeated to insert new pluerx catheter less than one week later (B)(6) 2015.